Event description:
It was reported to philips that the customer is requesting a letter about therapy capacitor life span compared to it's predecessor defibrillator model. Further information was that the capacitor for this device had failed and needed to be replaced. There was no reported patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer is requesting a letter about therapy capacitor life span compared to it's predecessor defibrillator model. There was no reported patient involvement.